Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Additionally, a slight increase in thresholds was noted on the right ventricular (rv) channel. Boston scientific technical services (ts) suggested reprogramming options. No adverse patient effects were reported. This lead remains in service.